Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clips fell out of the device. Another device was used to complete the case. There were no adverse consequences to the pt.